Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:34:14. During night drain cycle three, the patient's ultrafiltration reading was 2598 ml, indicating the home patient (hp) drained 2598 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. The warning on page 15-50 states "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an iipv situation". If any additional relevant information is received, a follow-up report will be sent.